Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the alarms, the customer would change the pump supplies. The customer's blood glucose (bg) level was 500 mg/dl and a correction bolus was delivered to address the bg level. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.

Manufacturer narrative:
The failure investigation has been completed and the reported occlusion was verified in the pump data logs. No failure related to the occlusion was identified. Another device issue was found.